Event description:
Complainant alleged that during a scheduled routine preventive maintenance, the device displayed fault message "pacer fault 116". There was no patient involvement in the reported malfunction.